Manufacturer narrative:
Results: the benchmark 6f 071 delivery catheter (benchmark) was compressed and had multiple consecutive kinks along the length of its distal shaft, beginning approximately 102.0 cm from the hub. The non-penumbra catheter was deformed on its distal end, with the non-penumbra distal protection device advanced out of its distal tip. Conclusion: evaluation of the returned devices revealed that the benchmark was compressed and had multiple consecutive kinks in its distal shaft, and the distal end of the non-penumbra catheter was deformed. The damage observed on the distal end of the benchmark likely occurred as a result of attempting to withdraw the deformed non-penumbra catheter and distal protection device through the benchmark. Further compression and damage were observed when attempting to retract the devices through the benchmark during functional analysis. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a carotid stenting procedure using a benchmark 6f 071 delivery catheter (benchmark). During the procedure, the physician deployed a distal protection device through the benchmark. The physician then felt resistance and was unable to retract the distal protection device into the benchmark; therefore the benchmark and distal protection device were removed together and the procedure was ended. Upon removal, it was found that the tip of the benchmark was scrunched and the lumen was compromised. There was no report of an adverse effect to the patient.